Event description:
It was reported that a malfunction code "malf 16" occurred, and the issue required the pump to be replaced, as it could not be reset. There was no reported adverse impact to the customer¿s blood glucose level since the details were unknown or declined. The customer, without a backup therapy available, was instructed by technical support to contact their healthcare provider. Technical support confirmed the shipping address, instructed the customer on entering storage mode for the pump, and arranged for the return of the device with a pre-paid label.